Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
A patient reports while activating a pod the needle mechanism had failed to deploy. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the needle mechanism not deployed. The download data showed that the pod completed 47 first prime pulses and was deactivated at the end of first prime. The needle did not deploy because the pod was deactivated before the start of second prime. No damages or defects were found with the pod that would prevent the needle from deploying during second prime as intended.